Event description:
Device analysis provided. Explant method: intravascular, superior. Technique/tools: intravascular counter traction, sheath(s). No complications.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx. 9mm proximal of weld site with no protrusions observed. The proximal section of j stiffener wire measures approx. 79mm and migrated down lead body apprx. 11mm proximal of weld site with no protrusions observed. It appears that entire j stiffener wire was received with all recorded measurements adding up to approx. 88mm.